Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer death-device/product failure correlation. The date of death is purely an estimate, as there is no indication of medtronic-device patient deaths. The gender of the baseline characteristics is male and the baseline age is (B)(4). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: follow-up of implantable cardioverter-defibrillator therapy: comparison of coronary artery disease and dilated cardiomyopathy. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) and implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific device serial number correlation. Other complications/failure modes were listed as: inappropriate shocks due to lead dysfunction, t-wave oversensing, and supraventricular tachyarrythmias. The cause of death has been requested and follow up did not yet yield any additional information.